Event description:
Per the clinic, the patient experienced skin irritation at the abutment site and device non-use. Subsequently, the abutment was removed and the patient was treated with topical antibiotic on (B)(6) 2025.